Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow-up report will be submitted.

Event description:
The customer contacted baxter's technical service center regarding air in the patient line, which occurred on the homechoice (hc) at "connect yourself." The caregiver (cg) stated the patient line was clamped during the prime cycle and the cg connected the home patient (hp) before realizing this. The cg stated she wanted to reprime the patient line. The tsr explained that since the hp was connected, the cg would need to disconnect the hp and start over with new supplies. Otherwise, the hp risks infection. The cg understood the explanation and would start over with new supplies. No patient injury or medical intervention was reported at the time of the initial report. Product surveillance contacted the hp's peritoneal dialysis clinic regarding the report the hp had been connected during prime. The nurse (rn) stated that the hp was doing fine and did not report any patient injury or medical intervention associated with this incident.